Event description:
The initial reporter questioned low results for multiple patient samples tested for na electrode (na) on a cobas 6000 c (501) module. Discrepant results were provided for 6 patient samples. Patient 1 initial result was 123 mmol/l. The repeat results were 134 mmol/l and 141 mmol/l. Patient 2 initial result was 125 mmol/l. The repeat result was 134 mmol/l. Patient 3 initial result was 124 mmol/l. The repeat result was 136 mmol/l. Patient 4 initial result was 125 mmol/l. The repeat result was 134 mmol/l. Patient 5 initial result was 137 mmol/l. The repeat result was 146 mmol/l. Patient 6 initial result was 131 mmol/l. The repeat result was 142 mmol/l. It is not clear if the low results were reported outside of the laboratory. Clarification was requested but was not provided. The na electrode lot number was provided as r20_2019 with an expiration date of 29-mar-2020. Clarification on this expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer (fse) found that the ise sipper nozzle was too high and adjusted it. After the adjustment, the customer had no further issues. The investigation determined the service actions resolved the issue.